Manufacturer narrative:
During level 1 product complaint investigation (pci) testing, warning: replace battery alarm was seen during self-test. The battery was replaced, and the change battery key was pressed in biomed mode. Self-test was repeated without giving any alarm. Probable cause. Battery defective.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
There event occurred on an unspecified date and involved a plum 360 driver italian where the customer reported ¿it keeps turning off.¿ it is unknown if there was patient involvement; harm was not reported as a consequence of this event.